Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. H3 other text : customer opted to not share any additional details.

Event description:
It was reported that the telemetry system at the hospital went down and patients on tele were not able to be viewed. While the tele system was down there was a patient who was connected to a tele box, that patient went to the restroom and crashed. The patient should have been monitored from within the central monitoring unit but because the tele system was down no one knew and there were no alarms. The patient was later found unresponsive. The device was in clinical use at the time of the reported event. The death of a patient was reported. Further relevant information was requested (like the rfda log, device debug logs & mx40 pwm logs), but the customer has opted to not share any additional details with philips. The customer has determined that the incident was unrelated to the telemetry system outage.

Manufacturer narrative:
The customer has opted to not share any additional details with philips. The customer has stated that the incident was unrelated to the monitoring outage and has not provided any further information. It was confirmed that the telemetry system monitoring outage and the tele device did not contribute to the patient death. The telemetry system continues to be in use at the customer site. No further information was available by the customer. Device not returned , insufficient information.

Event description:
It was reported that the telemetry system at the hospital went down and patients on telewere not able to be viewed. While the tele system was down there was a patient who was connected to a tele box, that patient went to the restroom and crashed. The patient should have been monitored from within the central monitoring unit but because the tele system was down no one knew and there were no alarms. The patient was later found unresponsive. The device was in clinical use at the time of the reported event. The death of a patient was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.